Event description:
Same case as MFR report #3005099803-2008-06466. It was reported that during a pyloric stenting treatment procedure insertion difficulties occurred. The target lesion was an area of cancerous stenosis located between the antrum and the pylorus. A non-bsc gastroscope was advanced through the target lesion. A jag precursor ss st guide wire was advanced; however, the physician had to use "abnormal force" advancing the guide wire into the working channel. A wallflex enteral duodenal 27 /22x12 230cm stent was then advanced with the physician applying the same abnormal force attempting to advance the device. The physician unsuccessfully attempted to deploy the stent remaining partially deployed. The devices were removed and another of the same devices were advanced. The physician encountered the same difficulties advancing the device but was eventually able to deploy the device successfully. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.